Event description:
Hill-rom received a report from a hill-rom technician stating the left foot siderail will not stay up in locked position (not latching). The bed was located at the account in hobbs basement, the re was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a bent left hand siderail weldment. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. When the side rail is latched, an audible click should be heard. Gently pull on the side rail to make sure it is latched properly. If latching is difficult, make sure that the latch is clean and inspect for obstructions. If wear is found, replace the latch components. The technician installed a new siderail weldment to resolve the issue. Based on this info, no further action is required.